Event description:
The medical affairs specialist (mas) has reviewed the customer service representative (csr) documentation. The lay user/patient contacted lifescan customer service in 2009, because the battery indicator was intermittently appearing on the onetouch ultra2 meter even though the battery was replaced. After about a week after the battery was replaced, the battery indicator will appear again. She reportedly replaced both sets of the meter's batteries 3 times in one month. The last time that the battery indicator appeared was when she reportedly had a low blood glucose episode the same day at 10 am. She indicated that she had symptoms of dizziness, lethargy, and irritability less than 1 minute before the battery indicator occurred. She tested on another meter and got "45 mg/dl." Her daughter gave her juice. No other forms of treatment were reported. This complaint is being reported because the patient allegedly became hypoglycemic after having the battery indicator issue for about a month. She obtained a "45 mg/dl" result on another meter and received medical intervention from her daughter. In addition, the battery indicator issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.